Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. As received, the belt was unable to communicate with the monitor. Upon investigation, the distribution node (dn) pca was thermally damaged, causing physical damage to components l701, l702, l703, and esd700 on the dn pca. The root cause for the test failure was the damaged dn pca. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed functionality testing.